Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient has open circuits noted on contact 3 and 3. None known environmental/external/patient factors may have led or contributed to the issue. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event. Diagnostics/troubleshooting involved interrogation of the system performed by the healthcare provider. Interventions/actions included the health care provider attempting to program around the affected contacts, but had unsuccessful stimulation. The issue is not yet resolved. Surgical intervention has not occurred, however it is planned and scheduled to occur on (B)(6) 2018. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Continuation: product ID 3708660 lot# serial# (B)(4) implanted: 2018 (B)(6) explanted: 2018 (B)(6) product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has open circuits noted on contact 3 and 3. None known environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting involved interrogation of the system performed by the healthcare provider. Interventions/actions included the health care provider attempting to program around the affected contacts, but had unsuccessful stimulation. The issue is not yet resolved. Surgical intervention has not occurred, however it is planned and scheduled to occur on (B)(6) 2018. The patient was alive without injury at the time of the report. No further complications were reported or anticipated with this event. Additional information was received from a healthcare provider (hcp) via a manufacture representative (rep). It was reported the patient showed 4 open circuits (via the clinician tablet) and the rep was inquiring about testing. The caller was not with the patient or the hcp to do further troubleshooting. The caller called back from the operating room. The caller and the hcp clarified that originally contact 3 was showing open, then it was 2 and 3 and at the time of the report, intraoperatively in the or, it was only contact 2. It was reported they were testing the extension and the lead directly. It was reported impedances were run from the end of the extension with an alligator clip. Impedances remained the same. Repeated impedance check showed contact 2 was open and contact 3 was normal. Impedances were checked at the lead and it had contact 2 high. Lead impedances were checked with the 8840 at 3.0v and all impedances were normal. The extension was replaced. Final system impedances via the tablet showed monopolar and bipolar contacts 0, 1, and 2 normal. Contact 3 monopolar was 3,025 and bipolar 3 and 2 was 4 ,318. Final system impedances via the 8840 at 3.0v showed all contacts normal in both monopolar and bipolar. The patient's ins was turned on and settings were c+2-, 2.4v, pw = 60, rate = 130 at the time of the report. The former extension was cut, removed, and set to the hospital pathology department. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that final system impedance (via tablet) showed monopolar and bipolar contacts 0, 1, and 2 normal. Contact 3 monopolar 3 ,025. Bipolar 3 with 2 was 4,318. Final system impedances via 8840 at 3.0v showed all contacts normal in both monopolar and bipolar. The extension will not be returned. It is unknown when the open circuits were initially found. Tablet software is the original version. 8840 software is aau 01.